Event description:
Complainant alleged that while attempting to defibrillate a patient, the device failed to discharge in AED mode, the user switched to manual mode and continued treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.